Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with an octaray, perseid, 48p, 2-2-2-2-2, f-curve. The octaray was stuck flipped over the artery and stuck. Octaray catheter, inserted into the patient, using a 8f short sheath. Physician mentioned difficulties inserting the octaray catheter during access phase of procedure. After using the catheter in the heart for roughly 30 minutes the catheter was retracted from the heart. While trying to remove the catheter from the patient, the catheter got stuck in the sheath. The physician did not use x-ray guidance while retracting the catheter. After being stuck, the x-ray showed that the catheter was flipped over within the artery. The surgery was delayed 40 minutes to the reported event. Catheter was removed with the help of other physicians. The procedure was successfully completed. No fragments were generated. There were no patient outcomes / consequences. Medical device entrapment with excessive manipulation required is MDR-reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 7-oct-2022, bwi received additional information regarding the event. The event occurred on 9-sep-2022 (and section b3 was updated accordingly on this form). There was no ring, electrode, spline or other physical damage observed at the distal end of the catheter. A terumo radifocus introducer ii (8fr.) Was used. In physician¿s opinion, the delay did not contribute to a death or a serious injury to the patient no intervention was required due to the delay. Another device was not needed to remove the catheter. There was no patient harm or serious injury. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 21-dec-2022, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, a x-ray picture was received for evaluation following biosense webster's procedures. Device investigation details (photo analysis): according to x-ray picture provided by the customer, it cannot determine if the octaray catheter is stuck inside the sheath nor if the catheter was flipped inside the artery. According to the instructions for use (IFU) the octaray catheter was designed for deployment in a heart chamber through an 8.5 f guiding sheath. According to the event description the octaray catheter was used with a 8f sheath, this could be related to the insertion difficulties during the access phase of procedure reported by the customer; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device 30657605l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).